Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018,that the urgent low alarm is intermittent on the app. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was returned and evaluated. The reported event was not confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.